Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a foreign object was noted inside the device. During a procedure, a 6f fl3.5 impulse guide catheter was selected for use. However, when the impulse guide catheter was attempted to be introduced over an unspecified guidewire, resistance was encountered and the device could not be advanced further. Subsequently, they removed the catheter, cut open the device and discovered foreign material inside. No patient complications were reported and the patient's status is stable.